Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer's case manager stated that the pump was not working. She was advised to have the customer call with the pump information. The customer call a few minutes later and stated that the pump would not turn on. She called two to three weeks ago and was expecting a replacement pump. She was advised to call back when she has the pump. Troubleshooting was not performed. The device was not returned for analysis.